Event description:
It was reported that the patient wasn't sure if her pump was moving around. It felt like it was protruding a little bit more at her waist; it felt closer to her waist, so when she bent over she was very conscious of it. She could wrap her fingers around the pump and could grab it; it seemed more evident than it had before. The patient was not able to flip the pump. The patient had started noticing it about 3-4 weeks ago. The patient had no falls or trauma and had not had any change in weight. The patient was uncertain if the surgeon sutured the pump down in the pocket site. She felt the swelling had gone done long ago so that was not the reason she was now noticing her pump protruding. Her last visit to her healthcare provider was about 3 months ago. She had not had a pump refill yet. The patient's next office visit was at the end of (B)(6). She would still not be having a refill at that time since it was still too early. The pump was delivering morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).